Event description:
In late 2008, the patient reported that she woke up with an elevated blood glucose reading of 343 mg/dl and she felt thirsty, with a headache and frequent urination and she had difficulty concentrating. Her normal blood glucose level is 80-120 mg/dl. She removed the infusion site and found that the cannula was bent. The infusion site and tubing had been in use for 2 days. She lowered her blood glucose by injecting 5 units of insulin via syringe. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.